Event description:
It was reported that patient underwent a surgical procedure for the treatment of sleep apnea in 2024. Postoperatively, patient's wife reported that his gums had turned dusky and were pulling away from his teeth. The doctor examined him on the same day and diagnosed ischemia anterior maxilla, greatest at interdental osteotomy site 8-9. The doctor further informed the couple that the front maxilla had vascular compromise, and that the tissue changes they had observed were secondary to ischemia and necrosis. He referred them to hyperbaric oxygen treatment and prescribed amoxicillin. The doctor continued to follow the patient closely, but oral-nasal communication developed. On (B)(6) 2024, the patient underwent a debridement of the maxilla and revision of the bilateral sagittal split osteotomy. On (B)(6) 2024, the patient underwent a second debridement procedure. The doctor then referred the patient to another hospital for extensive reconstruction.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. E1: reporter is a legal representative.